Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -11.00/+3.5/103 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. There was patient contact; it was reported the lens was implanted upside down and wouldn't open up; "happened on 3 occasions and back up lens used but had to be manipulated in order to open up". On the same date the lens was exchanged with a same model/length lens but the problem was not resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Manufacturer narrative:
D4 - unique identifier (UDI) # (B)(4) should be removed from initial MDR. Claim #(B)(4).

Manufacturer narrative:
B1 - corrected to product problem (e.g., defects/malfunctions) in initial MDR. B2 - "required intervention to prevent permanent impairment/damage" should be removed from inital MDR. H1 - corrected to malfunction in initial MDR. Claim #(B)(4).